Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole on the connecting tube and due to a crack on the scope cover. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may be. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped and brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, the customer flushed the air / water nozzle with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack / white-clouded area, the adhesive around the objective lens was peeled, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had buckling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.